Event description:
It was reported that an 840 ventilator's upper display was erratic. The ventilator was not in use on a patient at the time of the reported event. A third party service provider inspected the device and replaced the graphical user interface (gui) printed circuit board (pcb) and updated the backlight inverter pcbs. The unit passed all testing and operates within the manufacturing specifications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.